Manufacturer narrative:
On (B)(6) 2015 11:56 am (gmt-5:00) added by (B)(6) ((B)(4)): (B)(4). A maquet field service technician was on site and investigated the unit in question. The technician found no malfunction on the device. The unit was tested to factory specifications. All tests were performed successfully. A supplemental medwatch will be submitted if additional information becomes available.

Event description:
"Customer stated the hcu 30 would alarm and indicate cardio side temp would be blank after case was over. Customer pulled system from room and replaced it with a backup system for the next case." No patient was involved. (B)(4).